Manufacturer narrative:
It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, before ablation was started the thermocool® smart touch¿ bi-directional navigation catheter perforated into the pericardium. The reason for perforation is unknown. Pericardiocentesis was performed. The amount of fluid removed was not reported. The patient¿s condition required extended hospitalization for monitoring. The patient¿s condition has improved. The adverse event was discovered during use of biosense webster products, before ablation was started. The physician¿s opinion is that the cause of the adverse event was the nature of the procedure. Device evaluation details: on 8/21/2020, the bwi product analysis lab received the complaint device for evaluation. The device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Per internal review on 7/15/2020, the expiration date (section d4) and manufacture dates (section h4) have been updated. A manufacturing record evaluation was performed for the finished device 30329813m number, and no non-conformances related to the complaint was found during the review. The method code in h6 for "analysis of production records" has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, before ablation was started the thermocool® smart touch¿ bi-directional navigation catheter perforated into the pericardium. The reason for perforation is unknown. Pericardiocentesis was performed. The amount of fluid removed was not reported. The patient¿s condition required extended hospitalization for monitoring. The patient¿s condition has improved. The adverse event was discovered during use of biosense webster products, before ablation was started. The physician¿s opinion is that the cause of the adverse event was the nature of the procedure. Graph, vector and visitag modules were used for force monitoring. The visitag module was used with the following parameters for stability 3mm/sec; fot25%, tag size 3mm, but no ablation was performed. C0-olor options used were time. Transseptal was performed with an unspecified device. The flow setting was 17-30 ml/min. There were no error messages displayed on biosense webster equipment.